Event description:
It was reported by the affiliate that the staples malformed. Possible that the cartridge was not loaded properly. The surgeon controlled bleeding by handsuturing. No patient consequence.